Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. The transmission showed multiple episodes of noise reversion due low amplitude lead noise seen on the right ventricular lead. Lead testing and programming changes were recommended but were not performed at this time. There were no adverse consequences to the patient.